Event description:
Boston scientific crm received information that this implantable right ventricular (rv) lead revealed a shock impedance measurement of 125 ohms two days after the associated device implant. This rv lead is chronic and has been implanted since 1996. High defibrillation thresholds were also noted. The shock vector was reprogrammed from dual to single coil which gave a shock impedance value between 60 and 70 ohms. All was working appropriately at predischarge in single coil. Currently, this rv lead remains implanted and in service. No adverse patient effects reported. Additional information was received that this lead later exhibited increased out of range shock impedance measurements. Subsequently, the patient underwent a revision procedure and the patient's implantable cardioverter defibrillator (ICD) header was loose upon pocket opening. No further information has been made available. Evidence suggests that this rv lead remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.